Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported a thrombus occurred. A left atrial appendage (laa) closure procedure was being performed. A 30 mm watchman ® laa closure device and delivery system was inserted into the watchman ® access system. The closure device was deployed, but had not been released yet. On the transesophageal echocardiogram (tee) they saw a small thrombus that looked like it was ¿flapping¿. The patient's activated clotting time was 230. They tried suctioning the thrombus back through the access system which was not successful. Then they went ahead and assessed the release criteria and released the closure device. While they were removing the access system and delivery system through the septum, they suctioned the thrombus out. While flushing the devices outside the patient the thrombus flushed out of the access system. No patient complications were reported.